Manufacturer narrative:
Additional suspect medical device component involved in the event: model#: sc-8336-70 serial #: (B)(4) description: coveredge 32, 70 cm 4x8 surgical lead.

Event description:
A report was received that the patient was experiencing itching and rash discomfort at both incision sites when the stimulator is on. The patient was prescribed medication. The patient was doing well.